Manufacturer narrative:
(B)(4). D10 - medical product: tibia cemented 5 degree stemmed catalog # 42532006401, lot # 64409817. Femur cemented cruciate retaining (cr) catalog # 42502006401, lot # 64440165. All poly patella catalog # 42540000032, lot # 64515365. Stem extension tapered cemented catalog # 42557000114, lot # 64529817. Bone screw self-tapping 6.5 mm dia. 25 mm length catalog # 00625006525, lot # 64403730. Bone screw self-tapping 6.5 mm dia. 25 mm length catalog # 00625006525, lot # 64484134. Unk cement catalog # unk, lot # unk. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing weakness, imbalance, swelling, and aching in the knee post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d8, g3, g6, h2, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records provided and reviewed state that the patient underwent an initial left total knee arthroplasty on due to osteoarthritis. The procedure was performed using a mid-vastus arthrotomy, with alignment and ligament balancing confirmed intraoperatively, and all implants cemented without intraoperative complications. The implanted components included persona tibial, femoral, patellar, and articular surface components with screws, hybrid stem, and cement. Subsequently, the patient reported ongoing symptoms including weakness, imbalance, swelling, aching, and a sensation of instability in the left knee. The patient has been using an over-the-counter brace for comfort and stability. A revision is being anticipated on an unknown date due to these ongoing symptoms. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.